Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage noted on the electronic, motor, vibrator motor or battery tube assembly. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported that the insulin pump had recently been exposed to water and the buttons were no longer responding. Customer reported removing the battery and reservoir, then receiving a button error alarm. Blood glucose level was 46 mg/dl at the time of the call. Customer reported eating ice cream to treat low blood glucose level. No further info was provided.